Event description:
It was reported that a patient underwent a buttock skin tumor removal procedure on (B)(6) 2013 and suture was used. After suturing the fascia, the needle broke at the body during knotted suturing of the fat and fell into the patient. The needle was found and removed from the fat tissue after the suture was removed and a little bit of fat was removed. The surgery was then completed successfully. The patient was still hospitalized and is getting well.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."